Event description:
It was reported that the ilet pump generated repeated alert 38 notifications indicating consecutive motor stalls that were not resolved after priming and rewinding, consistent with a hardware motor stall issue. Symptoms included interruption of insulin delivery. Outcomes included the need to replace the device and return the original unit. Investigation included review of device history and user-reported performance, with pending evaluation of the returned device. Investigation of this case revealed a suspected motor stall within the pump¿s drive system resulting in halted insulin delivery. It was concluded that the event was attributable to a device hardware malfunction affecting the motor function.

Manufacturer narrative:
The device was returned and evaluated following reports of repeated alert 38 occurrences. Functional testing confirmed the complaint when multiple attempts to perform a leadscrew rewind were unsuccessful and the device displayed an ¿unable to proceed¿ message. Engineering log review also confirmed the presence of alert 38 events. The issue was successfully duplicated during evaluation; however, no definitive root cause could be determined. As part of refurbishment, the device software was updated to the latest version.